Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware components the fse replaced the sodium, potassium, chloride electrodes and the ise (ion-selective electrode) tubing to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no report of change to patient treatment or injury associated with this event. The customer provided data for two (2) patient samples.